Manufacturer narrative:
A patient had an infection caused by dermabond allergy was reported to abbott. As a result, the entire system was explanted. As a result, a device history record was performed to review and confirm the sterility of devices. Based on the documents reviewed, the source of the infection remains unknown. During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received.

Event description:
It was reported that the patient had an infection caused by dermabond allergy. Surgical intervention took place where the entire system was explanted. Related manufacturing report: 3006705815-2023-06129, 3006705815-2023-06130.

Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received.' Date of event is estimated.